Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a 66 year old female patient needing an impella cp for mechanical circulatory support due to heart failure issues. The patient coded prior to the procedure, however was stabilized and the impella cp was placed in the right femoral artery. During support, it was reported that the patient was stable, however there was retroperitoneal bleeding (rp) noted. The patient received blood for the rp. In addition, there were multiple strokes noted on CT. The patient was not on any pressers or inotropes, and the impella groin site was within normal limits. The patient had good urine output and good pulses bilaterally. The impella was weaned and explanted.